Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited whitish foreign material in air water tube and air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was a foreign object attached to/clogged in the air and water cylinder and the air/water channel, but it was not possible to identify the foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.